Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verioiq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began approximately two weeks prior to contacting lfs. The patient manages their diabetes with self-adjusted insulin. The patient reported decreasing their usual dose of insulin when they were unable to test on the subject meter. The patient reported developing symptoms of ¿shaking and sweating¿ sometime after the alleged issue began; the patient stated that they associated these symptoms with low blood glucose. The patient denied receiving any further treatment for these symptoms. The alleged issue was resolved with troubleshooting. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/17/2015 and evaluated by lifescan product analysis on 4/21/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.